Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: st. Jude medical brk-1 transseptal needle (model# unknown lot# unknown), st. Jude medical agilis sheath (model# unknown lot# unknown). (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for atrial tachycardia/atrial flutter with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During ablation phase, a visitag appeared outside of the geometry. Tamponade was confirmed via intracardiac echocardiogram (ice). Pericardiocentesis was performed and yielded an unspecified amount of fluid. Patient was reported to be in stable condition post-pericardiocentesis. There is no information regarding extended hospitalization. Medical history includes a redo cryoablation procedure for atrial fibrillation with a 1st generation cryoballoon. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Transseptal puncture was performed with a st. Jude medical brk-1 transseptal needle. Sheath used was a st. Jude medical agilis. Generator was set on power control mode at 35 watts. There is no information regarding other generator settings. Power was not titrated. There is no information regarding overall ablation time at the site of injury. Last ablation cycle time at the site of injury was approximately 30 seconds. Irrigated catheter flow was set at 30 ml/min. Patient received anticoagulant during the procedure with activated clotting time maintained at greater than 300 seconds. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure.